Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: #1627487-2014-12442; reference MFR. Report: #1627487-2014-12443; it was reported the patient's ipg is moving in the pocket causing pain. The patient also reported ineffective stimulation therapy to her lower extremities. The patient requested the scs system be explanted.